Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and he cannot clear the alarm by pressing ect+ act. The customer mention the pump was not bumped, dropped or exposed to moisture. No further details are given. Pump will be returned.